Event description:
This is follow up#1 to report on 16/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿multiple incarcerated ventral incisional hernias¿ surgery and was implanted with a strattice device lot ¿s11281-053¿ on (B)(6) 2013. On (B)(6) 2022, the patient¿s ¿physicians indicated that imaging showed not enough muscle across lower abdomen to afford repair.¿ as per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal tenderness.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and has to adjust [their] physical activities.¿ patient ¿has difficulty bending, bowling, and doing yard work.¿ patient ¿had difficulty participating in family outings & activities due to pain and discomfort.¿ patient¿s ¿stomach is scarred, disfigured and bulging.¿ patient ¿wore an uncomfortable abdominal binder.¿ patient ¿is fearful that [their] current hernia symptoms will continue to increase, and [they have] been told by [their] physicians that [they] cannot have another hernia repair.¿ the form lists the conditions that were treated were ¿robot-assisted laparoscopic ventral incisional herniorrhaphy; 16 x 10 strattice mesh placement; bilateral component separation with myocutaneous flap advancement; extensive adhesiolysis¿ between (B)(6) 2013. The patient was treated for ¿bulge at periumbilical area; increased pain; irreducible ventral incisional hernia; hernia repair & follow-up¿ from approximately 2013 to 2015. The patient received treatment for ¿recurrent ventral incisional hernias; surgical intervention not recommended¿ on or about (B)(6) 2016. The patient was treated for ¿abdominal pain; right lower abdominal wall tenderness extending to flank¿ on or about (B)(6) 2019. The patient received ¿imaging shows colon caught up in large recurrent incisional hernia; doesn¿t appear to have much muscle across lower abdomen to afford repair; mrcp ordered¿ on or about (B)(6) 2022. The patient received ¿follow-up & review of mrcp; recurrent incisional hernias; refer to someone who specializes in complex or difficult hernia repairs if hernia is to be repaired; referred to (B)(6)¿ on or about (B)(6) 2018. The patient was treated and referred for a recurrent incisional hernia; testing¿ from 2022 to 2023. The patient was seen for ¿follow-up abdominal hernia; recurrent ventral incisional hernia; refer for recurrent incisional hernias¿ between 2022 and 2023. The patient was treated for ¿primary care; pain management¿ from approximately 2022 to 2024. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11281 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.